Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's concurrent conditions included uterovaginal prolapse, dysmenorrhea and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (transvaginal hysterectomy,bilateral salpingectomies,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache and abdominal distension outcome was unknown and the dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache and migraine to be related to essure. The reporter commented: patient received treatment for events ¿ migration, dysmennorhea (cramping),dyspareunia (painful sexual intercourse),back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, headache and abdominal distension outcome was unknown and the dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache and migraine to be related to essure. The reporter commented: patient received treatment for events migration, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- event injury updated to migration. New events dysmennorhea (cramping),dyspareunia (painful sexual intercourse), back pain , migraine, headaches, bloating, the patient did not undergo confirmatory test were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.